Event description:
It was reported that the light allegedly started smoking. There was no report of an injury to the pt.

Manufacturer narrative:
The light was examined by a berchtold field service tech. Upon visual examination, it was noted the lamp head was damaged and it was recommended the lamp head to be replaced. Root cause is unk.